Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown from the information provided. Furthermore, physical damage at the material residue points was not confirmed. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus a malfunction at button number 1 (can no longer freeze the image) on the gastrointestinal videoscope. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: white foreign material, which has been attributed to insufficient cleaning. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation, it was determined that foreign material was present in the air/water tube, air/water cylinder, and jet tube. Additionally, the evaluation revealed the following findings: plug unit was damaged; adhesive on distal end cover had wear; due to wear of angle wire, bending angle in up direction did not meet the standard value; and due to clogging of jet tube in control unit, water could not be supplied. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.